Manufacturer narrative:
(B)(4) for symptoms of "decrease in alertness and possible seizure".

Event description:
On (B)(6) 2016, the reporter for the patient contacted lifescan (lfs) alleging that their onetouch verio iq meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca). The reporter stated that the alleged inaccuracy began on (B)(6) at approximately 5pm. The reporter was unable to recall the alleged inaccurate high blood glucose result on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter detailed that the patient manages their diabetes with insulin pump therapy and administered insulin accordingly to the alleged high result obtained on the subject meter. On an unspecified time after the alleged product issue began the reporter stated that the patient developed symptoms of ¿slurred speech, decrease in alertness, ridged and unresponsive, possible seizure¿. The reporter stated that at approximately 7:44pm the emergency medical service (ems) obtained a reading of ¿low¿ on the ems meter and was treated by a health care professional (hcp) with a glucagon injection. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The reporter was unable unwilling to answer if the test strips were stored correctly and not expired and if a control solution to test was performed. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.